Event description:
Dr reported gablofen syringes are always 'overfilled' or have more drug in them than what is on syringe label. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).